Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip ivc filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: per FDA form 3500 filled out by the physician: gunther ivc filter placed in 2015 found to have extensive penetration of filter leg into spine with substantial back pain. The patient also developed caval occlusion. Imaging shows marked bony reaction to filter leg. The patient was found to have progressed to partial collapse of both l2 and l3 vertebral bodies sometime between november 2018 and january 2019. This process is centered on the disc at the level of bony interaction and penetration by the filter. She has no other spine disease. Per email from the physician: "severe bony destruction from a penetrated gunther filter. While I got most of the filter out yesterday after a second attempt under ga (general anesthesia), as you can see from the CT (computed topography) scan (done in november) to the cone beam CT done 2 weeks ago, she has partially collapsed 2 vertebral bodies at that site. She has severe pain to the point of almost not being able to walk". Patient outcome: the patient is in great pain and will likely need spinal surgery.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: a bony reaction to filter legs was reported. Partial collapse of both l2 and l3 vertebral bodies in the range of two months approx. Four years after filter placement. The process was centered on the disc at the level of bony interaction and perforation by the filter. Patient had severe pain to the point of almost not being able to walk. The filter was placed for peripartum deep vein thrombosis and pe, but there is no discussion as to why the filter was not retrieved when it was no longer clinically indicated. Initial CT images demonstrate a completely thrombosed ivc with multiple collaterals in the presence of an infrarenal gunther tulip ivc filter which demonstrates multiple grade 2 and 3 interactions. Primary filter legs appear to abut the inferior aspect of the duodenum, the aorta, as well as the anterior portion of the l3 vertebral body. The interaction with the l3 vertebral body appears to have contributed to significant inflammatory changes with significant heterotopic bone formation in this region and in the adjacent areas. There is also mild sclerosis of the l3 vertebral body. In addition, on the axial images, there appears to be asymmetric thickening of the psoas muscle throughout this region. The constellation of these findings is worrisome for potential discitis osteomyelitis, potentially compounding the penetration and inflammatory changes of the penetrating ivc filter. This hypothesis is supported by several factors including the degree of asymmetry of the psoas muscle, the location of much of the heterotopic bone formation involving more of the lateral portion of the vertebral body, away from the penetrating filter leg, and the rapid change of configuration of this level on a follow-up CT scan performed 2 months later. On follow up, this area now demonstrates essentially complete destruction of the disc space, partial anterior collapse of the l2 and l3 vertebral bodies as well as significant irregular/heterogeneous endplate deformities involving these vertebral bodies. The potential for discitis/osteomyelitis was not discussed in the complaint report but given the severity of the changes over such a short time interval, and the above discussed findings, this would be very high in the differential diagnosis. Eliciting this degree of inflammatory change in such a short period due to a penetrating primary ivc filter leg is not expected nor openly reported. In addition, the ivc has been thrombosed long enough to develop multiple collaterals involving the anterior abdominal wall and retroperitoneum. This indicates that the caval thrombosis, and likely associated penetrations, have been present for many months to years. It may be possible that the penetration contributed to the potential discitis/osteomyelitis, but it is difficult to imagine the penetration alone resulted in the degree of changes present in the respective timeframe. In this case, there is mention of severe pain, but no mention of the other associated findings to increase the likelihood of infection. Given there are no images or further clinical discussion as to when the caval occlusion developed, it is difficult to hypothesize if the penetrations occurred prior to thrombosis or if the thrombosis contributed to the degree of penetration observed. Also, in this case, there is no discussion as to why the patient could not have been anticoagulated or if there was a true clinical indication for the persistent presence of the ivc filter, but the hook of the ivc filter appears absent and may have been broken off in attempts to retrieve the ivc filter. The primary and secondary legs appear normally aligned. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this tulip filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.